Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was inserted and removed due to capsular rent . Additional information was requested, but no further information is available.

Manufacturer narrative:
The file indicates the use of a qualified cartridge and handpiece. The file also indicates the use of a non-qualified viscoelastic. The manufacturer internal reference number is: (B)(4).